Manufacturer narrative:
The device serial number of the affected device was not provided by the customer in the initial report. The customer returned four of the 11cm long attachment devices for evaluation. The serial numbers of the devices were as follows: (B)(4): device manufacture date: mar 19, 2014, (B)(4): device manufacture date: mar 24, 2014, (B)(4): device manufacture date: mar 24, 2014, (B)(4): device manufacture date: may 08, 2014. Reliability engineering evaluated the devices. A functional assessment was performed and all of the four devices passed all manufacture¿s specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. The affected device could not be identified since the customer returned four devices for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the attachment device, motor device and console device failed evaluation when used together. According to the reporter, the motor device failed mid case, however, the console device still showed 80,000 rotations per minute (rpms). The reporter indicated that the burr device was still spinning, however, there was no noise and the motor device had little power. It was not reported if there were any delays in the surgical procedure. A spare identical motor device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.